Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported, it was a case of an implant of a 26mm sapien 3 ultra resilia valve, in aortic position by right transfemoral approach. During the procedure, the valve was successfully implanted but moderate central regurgitation was detected. Consequently, a valve-in-valve was performed, and the patient was in stable condition. As per medical opinion, the perceived root cause of this event was that the valve was over filled.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaint was unable to be confirmed due to unavailability of relevant imagery and/or medical report. A review of the DHR did not indicate any manufacturing nonconformances that could have contributed to the complaint event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 ultra resilia valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''it was a case of an implant of a 26mm sapien 3 ultra resilia valve, in aortic position by right transfemoral approach. During the procedure, the valve was successfully implanted but moderate central regurgitation was detected. The perceived root cause of this event was that the valve was over filled.'' In this case, per information provided the balloon was overfilled, thus extra volume was added to inflate the balloon, and pre-procedural echo shows ''heavily calcified aortic valve with significant restriction to opening''. Although the thv depends on native landing zone calcification for anchoring, bulky calcification within the landing zone may negatively interact with the valve frame during valve deployment, causing the valve frame not been correctly expanded/deployed. It can prevent the leaflets from proper coaptation and lead to regurgitation. This factor in combination with deploying the valve using more than the prescribed volume may result in inability for the valve leaflets to properly function. The increase in valve diameter due to overinflation may prevent proper motion of the thv leaflets resulting in thv regurgitation. As such, available information suggests that patient factors (calcification) and/or procedural factors (overinflation) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.